Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation) the cause of the patient¿s instability reported cannot be conclusively determined; however, it may be due to soft tissue tension, implant positioning, and/or implant selection. However, the failure could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Dislocation and subluxation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 142-28-93 - cocr fem head 28mm -3.5 offset 12/14, (B)(6). Pc-15 - stem centralizer 15mm, (B)(6). 160-71-15 - nv cemented plus ext size 15, (B)(6). Bp-2846 - bipolar head 46mm, (B)(6). Unknown acetabular shell. Unknown acetabular line. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement on the left side. Subsequently, the patient experienced left hip pain. Patient fell and now complaints of pain in lower back and left hip area. As a result, approximately 3 years after initial replacement, the patient was given medication. Furthermore, the event will likely continue as the patient is frail and experiencing other issues such as a recent heart issue that require long-term ICU stay at hospital. Continuing to fall due to instability. No further impact to the patient was reported. No other information is available.